Event description:
It was reported to boston scientific corporation that a speedband superview super 7 devices were inspected on 05 jan 2026, after another hospital contacted the facility requesting a loan of their speedband inventory. The facility staff was asked to open the units prior to lending them to ensure they were not compromised. Upon inspection, the staff identified the presence of small fibers inside the packaging of multiple devices. The facility staff suspected the fibers originated from the speedband superview super 7 strap. There was no patient involvement, and no devices were used in a clinical procedure. This medical device report is being filed in an abundance of caution.

Manufacturer narrative:
Block h6: imdrf device code a180104 captures the reportable event of contamination. Imdrf device code a0413 captures the reportable event of material separation. The speedband superview super 7 device was returned for analysis, and visual and microscopic inspection identified the presence of loose fibers, which were determined to originate from the device strap, a non patient contacting component. No other issues were observed, and no particles were found within the sealed patient contacting ligator housing pouch. The reported events of device material separation and device foreign material present in device were confirmed. A risk review was completed and verified that the event of device foreign material present in device is defined in the risk documentation and is documented accordingly, supporting acceptable risk benefit for the product. Based on the analysis performed, the observed fibers originated from the device strap due to inadequate quality controls, all affected areas were non patient contacting. Therefore, considering the compiled evidence and absence of device malfunction in the sterile patient contacting portion, the most probable cause is determined to be quality control deficiency.

Manufacturer narrative:
Block h6: imdrf device code a180104 captures the reportable event of contamination. Imdrf device code a0413 captures the reportable event of material separation. Block h2: device evaluation: block h11: investigation results: the speedband superview super 7 device was returned for analysis, and visual and microscopic inspection identified the presence of loose fibers, which were determined to originate from the device strap, a non patient contacting component. No other issues were observed, and no particles were found within the sealed patient contacting ligator housing pouch. The reported events of device material separation and device foreign material present in device were confirmed. A risk review was completed and verified that the event of device foreign material present in device is defined in the risk documentation and is documented accordingly, supporting acceptable risk benefit for the product. The speedband superview super 7 device strap is classified as a non patient contacting component. Velcro fasteners are manufactured using nylon materials, and nylon is listed by the FDA as having low biocompatibility risk, as referenced in attachment g of the FDA guidance on the use of international standard iso 10993 1 biological evaluation of medical devices part 1 evaluation and testing within a risk management process, dated september 2023. Based on the analysis performed, the observed fibers originated from the device strap due to inadequate quality controls, all affected areas were non patient contacting. Therefore, considering the compiled evidence, the most probable cause is determined to be quality control deficiency.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 devices were inspected on 05 jan 2026, after another hospital contacted the facility requesting a loan of their speedband inventory. The facility staff was asked to open the units prior to lending them to ensure they were not compromised. Upon inspection, the staff identified the presence of small fibers inside the packaging of multiple devices. The facility staff suspected the fibers originated from the speedband superview super 7 strap. There was no patient involvement, and no devices were used in a clinical procedure. This medical device report is being filed in an abundance of caution.